Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that the driver alarmed for low pressure. The review also revealed that both the lvad and rvad pressure dropped significantly and eventually the compressor momentarily stopped. The driver operated properly when functionally checked at the manufacturer. The root cause of the momentary loss of pressure could not be determined. A review of the device history record revealed the device met all applicable quality assurance specifications upon shipment. No conclusion could be drawn as to the cause of the low pressure alarm. No further information is available, the manufacturer is closing its file on this event.

Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the driver experienced a low pressure alarm. The patient was successfully switched to back up driver without further incident.